Event description:
It was reported that during the attempted implant of a transcatheter bioprosthetic valve, the left femoral artery access site began to bleed. It was unclear whether the bleeding occurred while attempting vascular access or upon vascular closure. It was also noted that the attempt at deploying a non-medtronic closure device at the arteriotomy site was unsuccessful due to severe calcification, and the foot plate appeared to fracture, which was followed by a pulsatile bleed. The transcatheter aortic valve replacement (tavr) was attempted and aborted with a plan to continue with tavr 3-4 weeks later. Vascular surgery was consulted for a left femoral exploration, endarterectomy and patch repair, and profunda reanastomosis. The patient's hospitalization was prolonged. Per the physician, neither the delivery catheter system nor the valve caused or contributed to the hemorrhage. The hemorrhage was reported as resolved six days later.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.